Event description:
Ous MDR - it was reported that this tilda lead showed threshold and r-wave readings within normal limits at the implant. The lead impedance was high 1800-2000 ohms, however, not abnormal. Five hours later, the lead impedance was over 3000 ohms and the original r-wave had been variable. The lead was failing to capture. The decision was made to remove the lead. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.